Manufacturer narrative:
This report is being filed on an international product list 2g23 that has a similar u.s product distributed in the u.s, list 4p54. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account stated 3 donor samples generated (B)(6) architect hbsag qualitative ii results but tested pcr (B)(6). Data was provided for 1 sample. Architect hbsag qualitative ii (B)(6) and architect hbsag qualitative ii confirmatory confirmed (B)(6) neutralization). Additional lot testing was performed with (B)(6) architect hbsag qualitative ii results. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The ticket searches determined normal complaint activity for all lots. Complaint trending report review determined that there is no non-statistical or adverse trend for the products for the complaint issue. Labelling was reviewed which adequately addresses the current issue. For hbsag qualitative ii lots 87229fn00 and 85177fn00, review of data determined that the number of standard deviations to cutoff for the lots are within established baselines and the patient median result for negative samples are comparable with other lots in the field, confirming no systemic issue for the lots. For hbsag qualitative ii confirmatory lots 85260fn00 and 82143fn00, testing was performed using an in-house retain kit and all specifications were met indicating the lot is performing acceptably. A review of the product quality history for the lots using search of the corrective and preventive actions system did not identify issues associated with the customer's observation. The return patient sample was tested using an in-house retained kit of 87229fn00 and 85177fn00 and initial and repeat reactive hbsagq2 results were obtained which match the nature of the customer's complaint. The patient was confirmed positive using lots 85260fn00 and 82143fn00 which is comparable to the confirmatory results obtained by the customer. Based on the outcome of investigation testing, there is not enough evidence to conclusively say the result obtained by the customer is false positive. The patient tested pcr negative and it is not known if the patient was tested for anti-hbc. For the architect hbsag qualitative ii confirmatory assay, testing of negative panels which mimic patient samples using lots 85260fn00 and 82143fn00 was performed and all specifications were met indicating that both lots are performing acceptably. No product deficiency was identified.